Event description:
During an in-clinic follow-up, loss of capture due to lead dislodgment was detected on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgment. The lv lead was explanted and replace and the patient was stable.